Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and ketones. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient sought medical attention at the emergency room (ER) due to ketones. Symptoms reported include dizziness and nausea while the pod was worn for between 4 and 24 hours. Blood work was performed and the patient was treated with intravenous therapy of fluids and insulin. There was reportedly an issue with the omnipod personal diabetes manager (pdm) where the pdm would not retain the ic ratio settings. We gave instructions on how to reset the pdm multiple times but the pdm would not reset and has been replaced. The pod was worn during length of the hospital visit of seven (7) hours.